Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2020, product type: lead. Product ID: 977a260, serial/lot #: (B)(4), ubd: 10-nov-2024, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 10-nov-2024, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient was in a motor vehicle accident and their lead migrated. The patient is scheduled for a lead revision on (B)(6) 2021. The issue was resolved. No symptoms were reported.